Event description:
Caller reported a malfunction on pump with code malf 12, and no notable events occurred before the issue. Blood glucose level did not exceed 500 mg/dl. Cts assisted caller with pump reset information, resolving matter without recurrence. Customer continued using pump and understood to call back if malfunction recurs.